Manufacturer narrative:
Covidien reference#: (B)(4). Date of initial report: 08/16/2016. The incident sample was discarded by the customer and is not available for evaluation. Additional questions in regard to the incident have been asked. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during a coronary bypass surgery, with power settings between 50 and 80 watts fulgurate. The operating room team noted red marks on the right side of the back of the patient from shoulder to hip. The operating room team is not sure if the injury was burn marks or other red spots. If it is a burn mark, then it's a 3rd degree burn. It is unknown what treatment was provided after the red marks were seen. The incident vl2610db electrosurgical pencil was discarded and is not available for evaluation.